Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery, or battery out limit alarms noted. The pump had an intermittent button response due to the corroded keypad traces. It was noted that there was no moisture damage under the lcd screen, electronic assembly, or motor. The pump had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the pump got wet and the buttons were not responding. Customer's blood glucose was 180 mg/dl at the time of the incident. Customer went swimming with the pump connected to him. Caller stated that she was told that the pump was waterproof. Caller was explained that the pump is not waterproof. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.